Event description:
Report of wire (electrode) of adenoid tip breaking during use. It was noted that facility does not clean device in accordance with IFU (utilizing cleaning brush provided). No patient impact or injury.

Manufacturer narrative:
Evaluation method/results/conclusion: device discarded therefore analysis unable to be performed. (B)(4).